Event description:
Procedure: right & left heart catheterization. Percutaneous transluminal coronary angioplasty of left anterior descending with stent. During stent deployment, drop in blood pressure noted. Angiogram revealed perforation of left anterior descending artery.